Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was gained via the femoral artery. The >20mm x 3.0mm 99% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). Initially, a .014 inch guide wire was advanced to the lesion, and a non-bsc co-catheter was advanced to the lesion. The guide wire was exchanged for the floppy rotawire guide wire and the ablation procedure was completed. The burr did not come in contact with the guide wire. During withdrawal of the floppy rotawire guide wire the physician encountered resistance. The distal portion of the wire would not move and was trapped in the vessel. The distal portion of the vessel was narrow and the guide wire fractured. Approximately, 2mm of the guide wire remains in the distal portion of the lad. No retrieval attempts were made, and the fragment is considered secure. No further patient complications were reported and patient status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was gained via the femoral artery. The >20mm x 3.0mm 99% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). Initially, a .014 inch guide wire was advanced to the lesion, and a non-bsc co-catheter was advanced to the lesion. The guide wire was exchanged for the floppy rotawire guide wire and the ablation procedure was completed. The burr did not come in contact with the guide wire. During withdrawal of the floppy rotawire guide wire, the physician encountered resistance. The distal portion of the wire would not move and was trapped in the vessel. The distal portion of the vessel was narrow and the guide wire fractured. Approximately 2mm of the guide wire remains in the distal portion of the lad. No retrieval attempts were made, and the fragment is considered secure. No further patient complications were reported and patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received with distal tip damage. The visual and tactile inspection was performed and the core wire is fractured at 328.5cm approx from the proximal end. All the outer diameter measurements measured are within the specifications. The fractured portion was sent to the mtac lab for analysis. Per material analysis, it was determined that the failure on the spring tip exhibited elongated dimples, rupture, and smeared material in a twist or torsional direction probably as a result of a torsional event; the failure on the wire presents a helical fracture plane typically of a torsional overload in a brittle material; however no material anomalies were found. In conclusion, the failure on both sites (spring tip and corewire) occurred due to a torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).